Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll bns had foreign matter. The following information was provided by the initial reporter: material#: 301031, lot#: 3235991; 3264474. Rcc received a complaint via email. Complaint number: (B)(4), created date: 09-23-2025, event date: 09-16-2025, manufacturing site: ep-dh, product malfunction/failure mode: contamination, product description summary: we have had three different arthrogram trays with plastic piece about pencil size lead diameter inside the 20ml syringe. Complaint quantity: 3, sample available: no, presource component#: bf301031~psprms, mfg. Sku number: 301031, component name: syr,20ml ,l/l, w/o shield, ns, investigated component: lot number: 3235991; 3264474, was there an injury: no, was there a death: no.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.